Event description:
It was reported to philips that the system would not x-ray as the generator cabinet did not switch on. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in planned neurovascular treatment when the issue occurred, and the procedure was aborted. The philips remote service engineer (rse) checked the system remotely and confirmed that the frontal generator was not booting up properly. Review of the system log showed that there was a defect either in xsc or tube cooler. The rse recommended to replace the ips. During troubleshooting, the rse helped the biomed to replace set of fuses, another set of fuses for ips and the ips (isolated power supply). The defective ips was returned for analysis. The analysis confirmed the malfunction of the ips certeray and identified that there was defective 24v power supply. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.